Event description:
It was reported that the right ventricular (rv) lead was difficult to manipulate during placement and was difficult to place. The lead exhibited high thresholds and high impedance. Insulation damage on the lead was found. The lead was causing the patient diaphragmatic stimulation. The lead was explanted and an alternate lead was placed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the full lead was returned, analyzed, and the distal conductor of the lead was extrinsically over-rotated. The proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. Visual analysis of the lead indicated the lead was stretched.